Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having high blood glucose all day long. Customer stated that it seemed to lower at night. Customer took 8.3 units and then 5 units to cover breakfast. Customer was told to take a shot of 8 units, but she does not want to take anything until 4-5 hours have passed or unless she eats something. Customer's blood glucose was 564 mg/dl. Customer's blood glucose is 265 mg/dl. Customer treated with a manual injection of 8 units. Customer found no air bubbles. Customer ran a manual prime and the insulin did exit. Customer performed the high pressure test and the pump passed. Customer was also advised to do a complete set change.